Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 54 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. Bleeding is listed in the hm3 instructions for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient had gastrointestinal bleeding. The patient presented in the clinic with melena which started on (B)(6) 2018. The patient's last bowel movement that morning was dark but not black. The patient had a hemoglobin level of 5.6 g/dl and inr of 1.6. A colonoscopy and esophagogastroduodenoscopy (egd) were completed on (B)(6) 2018. A clip was placed on an arteriovenous malformation (avm) in the cecum and one polyp was removed. The colonoscopy showed one bleeding colonic angiodysplastic lesion in the cecum that was treated with argon plasma coagulation with the clip placement. There was also a 5 mm polyp found in the transverse colon that was removed with a cold snare and sent for pathology. The egd was significant for a single 3 mm angiodysplastic lesion without bleeding. This was cauterized with a bipolar probe to prevent future bleeding. A non-bleeding gastric ulcer was also seen with no signs of bleeding. Coumadin continued to be held and the patient was on warfarin at the time of the event. The patient's hemoglobin was stable after a total of 3 units of packed red blood cells (prbcs) was transfused from (B)(6) 2018 to (B)(6) 2018. The bleeding reportedly resolved on (B)(6) 2018. No additional information was provided.